Manufacturer narrative:
An investigation was completed: on 11/11/2024, it was reported that the system was jerking during tomo motion. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe tightened the bolts to resolve the shaking. No patient or user injuries were reported. The fe returned to the customer site under a separate complaint to replace the vta bolts which resolved the issue. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 5,008 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was no discrepancy related to the vta. The vta was installed on this gantry with no issues noted. System product code: sdm-05000-2d2. Serial number: (B)(6). Manufacture date: 6/23/2011. System installation date: on (B)(6) 2011. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that during a selenia procedure the customer reported that the system was jerking during tomo motion. A field engineer examined the equipment and it was determined that the system was very jerky and that tomo calibration failed. The c-arm was found very loose, and the eight allen screws from the rear side of the c-arm assembly were found loose. All screws were tightened and the motion drastically improved. A vta tomo calibration was performed and hall effect sensor calibration which passed. The system me the manufacturer´s specifications and was returned to the customer. No patient or staff injury reported. No other information is available.